Manufacturer narrative:
The investigation into the reported delivery issues has been completed. The medical center did not return any impella products for benchtop analysis. Based on the clinical information available, the root cause of the delivery issue was determined to be patient condition related.

Event description:
The us complainant reported upon introduction to left ventricle (lv), the impella cp device prolapsed and the cannula kinked. The device was therefore removed from lv and was pulled down the descending aorta in attempt to catch pigtails on an anatomical structure to straighten device. The device was pulled into left common iliac where it got stuck. All attempts to position pump from this point were unsuccessful and the patient transferred to or for emergent cut down of left femoral artery and removal of device.